Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the driver broke. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.